Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast surgery with an unspecified mentor breast implant experienced hematoma on an unspecified side post procedure. As a result, patient underwent bilateral removal and replacement with a 550cc mentor memorygel left breast implant and 600cc mentor memorygel right breast implant on ) 2013. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received.